Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, other-medical-ndr.

Event description:
Patient reported "intra and extracapsular rupture of right breast prosthesis" via us report. Patient also reported "cyst in right lobe of the liver" which is not device related. Device was explanted and replaced.